Event description:
It was reported by service report that blood got between the pivot mounts on the fowler and knee section and in the fowler tubes. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
No malfunction was found, but blood was found on the pivot mounts. When the customer power washed the unit, the blood entered the tubes.